Manufacturer narrative:
(B)(4). Based upon the customer's observations, caridianbct believes that the most probably cause of the under-delivery of replacement fluid was a twist in the replacement fluid line. Other potential causes of under-delivery of replacement fluid include obstruction of the vent on the replacement fluid drip chamber, external occlusion of the replacement line, and occlusion of the replacement line due to a manufacturing error. The disposable set was not available to return for physical evaluation. If the kit is later received and findings differ from the information presented, an addendum will provided. The cobe spectra does not have a replacement fluid detector. The absence of a replacement fluid detector on cobe spectra is mitigated by the expectation that therapeutic procedures are monitored closely by a medical professional. In addition, the operator's manual states that "before each use of the cobe spectra system, inspect all tubing especially in the centrifuge and on the front panel to ensure it is not kinked. Tubing that is occluded, or partially occluded, can lead to malfunction or fluid imbalance." According to the american association of blood banks, "in most pts, the loss of up to 20 percent of the total blood volume can be safely corrected with the infusion of crystalloid solutions alone." In this case, the pt was estimated to have approximate 19 percent fluid imbalance.

Event description:
On (B)(6) 2010, the customer reported "in passing" to the local sales representative that on (B)(6) 2010, after 20 minutes into the procedure, the pt's blood pressure went to 70/40 mmhg and he turned very white. The spectra device did not produce an alarm. The customer suspects that the pt's low blood pressure was caused by an under-delivery of replacement fluid. To support the pt, a bolus of normal saline was given. Because the pt still did not feel well after the procedure, the attending physician administered hydroxyethyl starch. The pt was feeling better within the same day. In a communication with the attending physician as a follow-up to the reported incident, the physician stated that she strongly suspects that the pt's low blood pressure was caused an under-delivery of replacement fluid caused by an occlusion resulting from a twist in the replacement line. The operator reported seeing a twist in the replacement fluid line after noticing that only 300 ml had been pulled from the replacement fluid line rather than the expected 1000 ml.